Event description:
It was reported that the patient experienced a breach in aseptic technique which caused peritonitis. The nurse stated the cause of the peritonitis was a touch contamination, but did not confirm the exact details of the error. The home patient (hp) has been retrained on proper aseptic technique. The hp was not hospitalized for the peritonitis event. The hp was treated with vancomycin and gentamycin (doses, routes and frequencies not reported) the hp has recovered from this peritonitis event. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.